Event description:
It was reported that the device was used during laparoscopic cholecystectomy. The device was used to staple the area and only part of the staples fired and the rest stayed in the reload. A second device was opened and would not work at all. Another device was used to complete the case. There was no adverse consequence to the patient.

Event description:
The customer reported to baxter (B)(4) an eva bag that presented a leak. The condition occurred during filling. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.